Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 2.9 inr , qc 2: 3.0 inr , qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coagucheck xs meter serial number (B)(4) compared to the laboratory result. The laboratory analyzer was the evolution max with stago reagent. At 11:40 am the result from the laboratory with a venous blood sample was 2.69 inr. The customer's mother does not believe that the first four drops of blood were expelled. At 3 pm the result from the meter with a fingerstick was 4.4 inr. The customer repeated the measurement with the same finger and the result was 2.1 inr with an error message. The customer's current condition was 'feeling stable". The customer's therapeutic range was 2.5 - 3.5 inr.